Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states they are having an issue with their legs jerking and going numb. Pt states this has been happening for about 4 weeks. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient reported that the circumstances that led to the report of legs jerking/going numb was that the doctor said soft tissue let lead back out. The doctor said more surgery to put something with paddles. The patient will go to the doctor on aug 23 to talk about surgery.